Manufacturer narrative:
Customer reported issue to our EU distributor. No patient injury reported. Neither customer or distributor reported to FDA according to the information we have at this time. Device in question will not be evaluated by sechrist as distributor will evaluate. At this time, the report is based on the information we have. We have requested more information from our distributor in regard to evaluation of device and service records of the device in question. The instructions for use were reviewed and found to provide adequate instructions for the safe and effective use of this device. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4)

Event description:
Incident reported to sechrist by european distributor on 12/20/2024. Customer reporting that the mixer was not delivering gas. No patient injury was reported.